Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was programed to alarm empty reservoir and pump function properly no unexpected empty reservoir alarm noted during testing. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 126 mg/dl at the time of call. The customer's spouse performed troubleshooting and did not found insulin issues and site issues, and setting issues. The customer's spouse declined to check for air bubbles and leaks. The customer's spouse performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.